Event description:
Same case as MFR # 6000093-2004-01539. It was reported that the day of a coronary artery drug eluting stenting treatment procedure, the pt's elevated cardiac enzymes met criteria for a myocardial infarction. In 2004, a driver stent was placed in the mid right coronary artery (rca). Target lesion 1 was a 2.5 mm, 99% stenosed, mid rca lesion. The lesion was predilated. The physician attempted to place a taxus express2 8.8 3.5 x 20 mm drug eluting stent, but was unable to pass the stent through the previously placed driver stent. Target lesion 2 was located in the proximal left anterior descending (lad) artery. Target lesion 2 was a 3.5 mm, 90% stenosed, mildly calcified and tortuous lesion. This lesion was predilated. The physician was able to successfully deploy a taxus express2 8.8 3.5 x 20 mm drug eluting stent. It was reported that the pt received plavix and IV angiomax. Later, it was reported that the pt's cardiac enzymes met criteria for a myocardial infarction. No other complications were reported.

Event description:
The pt was enrolled into the program in 2004. Target lesion 1 was located in the mid rca with 99% stenosis and was 9 mm long with reference vessel diameter of 2.5mm. Target lesion 1 was treated with predilatation through the strut of a previously placed stent in the ostium of the rca. An attempt to place a 3.5x20mm taxus stent failed when it was unable to be advanced through the stent strut; a driver bare metal stent was subsequently placed, with 0% residual stenosis. Target lesion 2 was located in the proximal lad with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.5mm. Target lesion 2 was treated with predilatation and a 3.5x20mm taxus stent, with 0% residual stenosis. Per catheterization report, there was impaired flow into the 1st diagonal following stent deployment. The pt developed severe chest pain and received multiple dosages of intracoronary nitroglycerin. Post implant procedure, the pt's cardiac enzymes were elevated consistent with guideline definition of an mi. Per catheterization report, the suspected etiology was "timi 1 flow into the small caliber diagonal branch of the lad" following stenting. The pt was treated medically; hospitalization was prolonged due to urinary complications. The pt was discharged five days later on asa and plavix. In theopinion of the physician, the relationship of the event to the taxus stent is "probable."